Event description:
It was reported that the patient was referred for replacement and a possible full revision for an unknown reason. An implant card was later received by the manufacturer and revealed that the patient underwent full vns replacement surgery due to high impedance. Follow up revealed that there was no known trauma or patient manipulation that could have contributed to the high impedance. The vns was programmed off prior to the surgery due to the high impedance. A review of device history records revealed that the lead passed quality control inspection prior to distribution. Attempts at product return revealed that the explanting facility, historically, discards all explanted products.